Event description:
On (B)(6) 2004, the pt rec'd a tm monoblock tibia and a tm patella. On (B)(6) 2007, the pt had her implants revised due to pain and loss of motion.

Manufacturer narrative:
The report was rec'd through zimmer's customer relations desk. Operative notes were rec'd for the initial and revision surgery. At this time, the limited info does not allow for a conclusive investigation. Should add'l info be rec'd which furthers this investigation, this report shall be updated.